Manufacturer narrative:
Concomitant medical products: item: metasul durom, component for acetabulum, item#: 01.00214.046, lot#: 2322721. Item: unknown cls stem, item#: unknown, lot#: unknown. Item: unknown head adapter, item#: unknown, lot#: unknown. Trend analysis: trend has been identified and CAPA was initiated and performed. DHR review: ref: 01.00214.046; lot: 2322721, yield: (B)(4), delivered: (B)(4). The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number k091973. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 - 2018 - 00610, 0009613350 - 2018 - 00612, 0009613350 - 2018 - 00613.

Event description:
It was reported that the patient was implanted a metasul ldh, head, 40, code f, taper 18/20. Subsequently, approximately twelve years post implantation, patient underwent revision surgery due to metallosis, infection and osteolysis.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: additional: if follow-up, what type. Correction: date of report, PMA/510k. Conclusion: no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. No further investigation required as this issue is known and addressed in (B)(4) (error pattern: infection). This error pattern is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will reevaluate the case. This product is manufactured by zimmer biomet winterthur and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states under 510(k) number: k053536. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350 - 2018 - 00610, 0009613350 - 2018 - 00612, 0009613350 - 2018 - 00613.